Manufacturer narrative:
Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No under delivery anomaly noted and passed the delivery accuracy test at 0.08710 inches. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the patient's blood glucose was high and the customer alleged possible under delivery. It was reported that blood glucose was 12 mmol/l. It was reported that the patient had been having high since 4 weeks. He has tried several sets and infusion sites but to no avail. Yesterday his blood glucose got so high he switched to pen therapy, since then his values are easily manageable. When back on the pump blood glucose skyrocketed. The insulin pump will be returned for analysis.